Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the skin irritation. Also, we are unable to determine if any product condition could have contributed to the reported hyperglycemia and hypoglycemia. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient experienced a medical event approximately three weeks prior to case reporting while wearing a pod on the abdomen for longer than the recommended 72 hours. During pod use, the patient developed nausea and noted significantly elevated blood glucose levels. Finger-stick testing showed a blood glucose value of 23 mmol/l (414 mg/dl), which was too high for the sensor reading to display. The patient contacted an after-hours diabetes care line in the evening and was transferred by phone to a hospital internist. Ketone measurement was advised and resulted in a value of 1.4 (units not provided), which was communicated as acceptable. The internist recommended a manual insulin injection of 6 units of novorapid. When blood glucose levels did not decrease, a second 6-unit novorapid injection was advised and administered. Following the second injection, blood glucose dropped to 2.8 mmol/l (50 mg/dl), resulting in hypoglycemia. The patient self-treated the hypoglycemia with eight dextro tablets and did not report hypoglycemia symptoms while resting in bed. The following morning, the patient reported feeling well with no ongoing symptoms. The insertion site was later described as inflamed, thickened, swollen, and containing fluid; the inflammation resolved quickly. The patient no longer retained the affected pods and was therefore unable to return the product. Subsequently, during a routine phone call, with the patient's healthcare professional (hcp), conducted as part of a follow-up related to the patient being new to the omnipod 5 system, the patient discussed the previous medical event. The hcp advised the patient to use flixonase spray (prescription required) prior to pod application.